Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 44-year-old female patient presenting for cardiomyopathy. During impella support, it was noted that the patient developed an access site bleed. A takoseal adhesive sheet was utilized to stop the bleed after the administration of protamine failed to improve the condition. The patient was subsequently provided an unknown quantity of blood to counteract the blood loss. Upon signs of cardiac recovery, the decision was made to remove the pump due to the bleed. The patient was deemed stable following the events.